Manufacturer narrative:
Evaluated 1 open or used reservoir and transfer guard, performed pre-fill reservoir test per (B)(4). Found transfer guard needle loose. Unable to performed pre-fill test. Using a new lab transfer guard, per (B)(4) and (B)(4). Found reservoir no air bubbles anomaly during filling; performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that the air was present inside the reservoir, several reservoirs were broken. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and reported had hard time getting it to sit on the bottle. The reservoir will be returned for analysis.